Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device evaluation block h11 the suturing cinch was not returned no media was available for analysis. Product analysis could not be performed. Due to the lack of evidence, the reported events of cinch failure to deploy and handle break could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and handle break was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for this event.

Event description:
It was reported to boston scientific corporation that a suture cinch - long was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2026. During the procedure, the fourth helix was stuck in the sheath and failed to deploy. The cinch also failed to deploy and the wire bent. It is unknown if the procedure was completed. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a suture cinch - long was used during an endoscopic mucosal resection (emr) procedure on (B)(6) 2025. During the procedure, the fourth helix was stuck in the sheath and failed to deploy. The cinch also failed to deploy and the wire bent. It is unknown if the procedure was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy.